Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cutter did not work. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The vitrectomy valve assembly was replaced to resolve the issue the system was tested and found to meet product specifications. A review of the customers complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 4, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming vitrectomy valve assembly. An internal investigation was opened to address this issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating the probe was intermittently cutting and had low performance. The probe was switched out, but the issue remained. The case was completed successfully. There was no patient harm.